Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 412 mg/dl and insulin pump received insulin pump block alarm. Customer did all troubleshooting for insulin flow block alarm but alarm did occur again. Insulin pump will not be returned for analysis.